Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of pcu loose battery retainer screws was not determined the reported issue that there was pcu loose battery retainer screws could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that there were three pc units that had an episode of shutdown during patient use with no warning. It was mentioned by the hospital's biomedical engineers that they loose battery retainer screws on multiple devices and the battery was making intermittent contact. They did not find any other issue with the pc units. The customer performed an internal investigation and will not be sending the devices back to the manufacturer for further investigation as they have already performed the repair. The devices were sent back to patient use. There was patient involvement and although requested, the information on patient impact is unknown.